Manufacturer narrative:
The available information does not establish that nxstage product was a causal factor for the patient's symptoms. The device was requested for investigation and evaluation but was not returned. The patient continued use of the device against medical advice. No further reports of this nature from this patient have been received. Nxstage medical considers this report closed. No additional information will be provided. .

Event description:
It was reported to nxstage that the patient experienced "head pressure" and "chills" during treatment on (B)(6) 2015. The care provider reported that the device was making unexpected noises but there was no change in device functionality. Manual rinseback was performed at an unspecified time and the care provider stated that there was no change in the patient's vital signs. On the following day (B)(6) 2015 the htn was notified of the event and noted that the patient had an unexpected symptom of slurred speech. The patient was admitted to hospital and found to be febrile, hypotensive and had leukocytosis and tachycardia as well as an altered level of consciousness. Treatment included intravenous antibiotics. The patient was discharged on (B)(6) 2015 without a documented diagnosis. Although the nxstage cycler in use at the time the patient experienced onset of symptoms has been requested for return to nxstage, the patient continues to dialyze with the same cycler with no further reported symptoms.